Manufacturer narrative:
Product analysis of product: 9560564, lot# gz12j005 analysis summary: service report confirmed that, the tip was damaged. The root cause is unknown.

Event description:
Information received from healthcare professional via manufacturer representative regarding an event happened during intra-op for a patient with a procedure of med. It was reported that, the instrument¿s tip part was damaged, and the screw has come off. It was mentioned that, the instrument came in contact with patient and shown no impact. The pre-op diagnosis of the patient was mentioned as ¿lumbar disc herniation¿. The levels implanted during this procedure was unknown. The event happened date was mentioned as unknown. There were no patient complications reported as a result of this event. There were no further complications to patient or physician were reported/anticipated.